Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record indicates the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. It was noted only the cassette and drain bag were returned. It is important to remind the customer to return all products associated with the event for a full evaluation. A full internal pressure leak test was then conducted on the cassette and no leakage was detected. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The sample passed the extrusion and proportional reflux mode. No message code appeared on the screen. The infusion pressure was measured at multiple set points throughout the console range and met specifications. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that air was entering the cassette during surgery. The product was replaced and surgery completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.